Event description:
It was reported that the neptune power cord was heating up. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The field service technician checked the power cord prongs for movement. The device was returned to service.